Manufacturer narrative:
Patient information not available for reporting. (B)(4). Device malfunctioned intra-operatively and was not implanted / explanted. Device is not expected to be returned to synthes manufacturer for evaluation /investigation. Device history records review was conducted. The report indicates that the: manufacturing location: (B)(4). Manufacturing date: 30.jun.2017 expiry date: 01.jun.2020 no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the screw was broken when inserting into the patient¿s maxillary bone during jaw deformity surgery on (B)(6) 2017. The surgeon drilled the broken shaft which remained in the patient¿s maxillary bone to scrape the shaft from the patient¿s maxillary bone. The surgery was completed by inserting the emergency screw. There was no surgical delay and there was no adverse consequence to the patient. This complaint involves 1 part. Concomitant device: 1x unk emergency screw, 1x unk drill. This report is 1 of 1 for (B)(4).